Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a family member. It was reported that the patient had passed away and had a recalled lead. It was also reported that the device had been rapidly firing and the patient did not have a good life for the two months prior to the death. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the ICD system approximately seven years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome are being reported occured greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: implantable defibrillation lead, product ID 694965, implanted: (B)(6) 2006; implantable cardio-verter defibrillator, product ID 7299, implanted: (B)(6) 2006. (B)(4).